Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to 458 (mg/dl) for about a week. Customer administered correction boluses and insulin injections from the same insulin vial; however, bg levels remained elevated. System check with tandem technical support on 05/19/2016 indicated pump was performing as intended. Customer indicated that they will try a new bottle of insulin and talk to their health care provider if bg levels continue to remain elevated.